Manufacturer narrative:
On 07/16/2019, mentor received the following additional information: chronic fatigue. Trouble vision. Muscular pain. Left side tingling and pain. Contracture. Very hard breasts. For over 14 years diagnosed with different symptoms and autoimmune. Suffers a lot of pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083750) that a patient of unknown age who underwent breast augmentation revision with mentor saline implants on (B)(6) 1998 experienced the following: "never told me about such strong impact, all this cause on my health. Fibromyalgia, joint pain, anxiety, depression, migraines, brain fog, etc?I never received any card or serial number or documents of what's in my body. Last surgeon dr. (B)(6) is retired. All I know is I have mentor implants saline. All these symptoms started to appear since 2003 and keeps adding." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.